Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the tip of force bipolar instrument did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: it was unknown when the issue occurred. May be in central processing. No report of fragment falling into patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic information was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the base of the grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. For clarification, the instrument was able to open and close normally.